Event description:
During a pulmonary vein isolation (pvi) procedure using a viewflex xtra ice catheter, an inferior vena cava (ivc) effusion occurred. The physician placed a 9f non-sjm short introducer in the left femoral vein and advanced the viewflex catheter; however, the physician had difficulty maneuvering the catheter from the left groin into the ivc. A venogram was performed to visualize the vessel. The short introducer was exchanged for a 9f non-sjm long introducer and the viewflex catheter was again advanced but the physician still had difficulty navigating the catheter from left to right into the ivc. The viewflex was removed and a new catheter was advanced with no difficulty. A pvi ablation was performed, which involved two transseptal punctures and the infusion of heparin. Approximately 2 hours after the procedure the patient became hypotensive. A CT scan revealed an ivc effusion. The inr was reversed with vitamin k and fresh frozen plasma. No other action was required.

Manufacturer narrative:
The device is in the process of being analyzed. When our investigation has been completed, a follow-up report will be submitted.